Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned. The insulation was found to be wrinkled and an insulation breach was noted at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.